Manufacturer narrative:
The reported events were lead dislodgement, failure to sense, failure to capture, high pacing impedance, insulation damage and "blood was noted inside the insulation in the distal and proximal portions of the lead". As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured to be within specification. The reported events of failure to sense, failure to capture, high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of insulation damage and "blood was noted inside the insulation in the distal and proximal portions of the lead" were confirmed. Visual examination of the lead found the outer insulation was cut/damaged consistent with procedural damage and blood was noted inside the outer insulation. The cause of the reported events of insulation damage and "blood was noted inside the insulation in the distal and proximal portions of the lead" was due to damaged outer insulation consistent with procedural damage.

Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead demonstrated elevated pacing impedance, loss of sensing, and failure to capture. A chest x-ray revealed that the patient had had twiddled the atrial lead which had resulted in atrial lead retraction into the pacemaker pocket. On (B)(6) 2025, the physician elected to explant the atrial lead and inspection revealed blood within the insulation at both distal and proximal atrial lead segments. A new atrial lead was successfully implanted, and the pacemaker was repositioned under the muscle for added security. The patient remained stable throughout the procedure.